Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the device history record (DHR) showed the prod was released per spec. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The customer admitted to the unauthorized use of a recalled prod. Prior to using the cassette(s) involved in this event, the customer had rec'd a recall notice warning them to discontinue use and return the affected prod. (B)(4).

Event description:
A customer reported that there was no suction during the phacoemulsification portion of two separate cataract procedures. The cassettes were replaced and the procedures were completed. There was no harm to either pt. No add'l info is expected.